Event description:
Unomedical reference number (B)(4). Event occurred in france. On 22 may 2024, it was reported that the patient experienced infusion set not adhering enough long. Patient had to change it earlier than the 7 days expected. No further information was available.